Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous mid left anterior descending artery. During preparation, the physician removed the device from it's protective packaging and observed that the proximal part of the stent had been slightly lifted up. There was not pt contact. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
(B)(4).